Event description:
Reportedly, several attempts to transfer remote monitoring report in different rooms had failed and home monitoring system showed error status.

Event description:
Reportedly, several attempts to transfer remote monitoring report in different rooms had failed and home monitoring system showed error status.